Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx141cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.